Event description:
It was reported that patient's left ventricular (lv) lead dislodged during a procedure. A different lead was used and issue was resolved. The patient is a participant in a clinical (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2003 (B)(6). (B)(4).